Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender system started to leak post-procedure. There was no patient involvement. The device has ben returned to sorin group (B)(4) for evaluation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system started to leak post-procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender system started to leak post-procedure. There was no patient involvement. The gas blender was returned to sorin group (B)(4) for investigation. Visual inspection did not identify any defects or abnormalities. The reported issue was confirmed during functional testing. The leak was traced back to several faulty components, including the measurement bridges, the mass-flow meter/controller for o2, and several seal rings. The faulty components were replaced and a functional check and a new calibration was performed. Functional control and a technical safety inspection were carried out and no further issues were discovered. The device was cleaned and disinfected and returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant ot the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.